Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. It was also reported that the customer experienced a blood glucose (bg) level of 50 mg/dl. Reportedly, customer delivered too large of a bolus for the amount of carbohydrates consumed. Bg was addressed via consumption of carbohydrates.